Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided.

Event description:
It was reported crown mobility due to a fracture at the implant collar at tooth site 46. Implant was removed.